Manufacturer narrative:
(B)(4). The device was returned and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4)should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a burning odor from a homechoice pro device. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A visual inspection was performed and no issues were noted related to the reported issue. The device passed functional testing and a one hour therapy for the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.